Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter would not power on. The senior medical affairs specialist attempted to speak the patient 9 days later, however, the patient disconnected the call since she was unwilling to provide additional information. The patient reported that she had been unable to test for months due to the reported issue. The patient had contacted lfs in 2005 regarding the same issue concerning the same product. The meter was replaced; however, the patient reported that she never received the replacement meter. The patient tested with niece's meter whenever it was available. She reported obtaining elevated results and was consistently in and out of the hospital and contactiong emergency services. On an unspecified date, the patient reported feeling nauseated and experiencing blurry vision. She tested on her niece's meter and obtained a 545 mg/dl. No attempts were made to test with the reported device. She did not take actions following the use of the meter that would affect her blood glucose levels. She contacted emergency services and was transported to the hospital, where she was administered insulin. No furthr information was provided. It would have been helpful to know patient's testing frequency, her medication regimen, detailed information regarding the incidents when she was in and out of the hospital, when her symptoms developed in relation to testing, and other possible health conditions. The customer care advocate (cca) verifified that the patient was using the correct type of test strips and the battery was correctly installed. The cca walked the patient through inserting a test strip all the way into the test strip port and the meter did not power on. The battery had not been replaced for more than 1 year and she did not have a new battery to attempt at resolving the issue. The meter, test strips, and control solution were replaced. Thsi complaint is being reported since the patient had been unable to test her blood glucose consistently and regularly for an unknown number of months, allegedly never receiving the replacement meter, indicated being in and out of the hospital due to her blood glucose, experienced symptoms of high blood glucose level, and received treatment for hyperglycemia.